Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump displayed an error message indicating that the pump needed to be replaced. There was no reported impact to the customer's blood glucose level. The customer declined to complete troubleshooting at the time the event was reported but opted to troubleshoot at a later time. Multiple attempts were made to follow up with the customer; however, no additional information was provided.